Event description:
During a follow-up in clinic, episodes of high pacing impedance and a loss of capture were noted on the left ventricular (lv) lead. The lv lead was capped and replaced. The patient was stable.